Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the thread is damaged along the 1st cm of the device. The screw is also deformed and warped. The cause of the event is undetermined, however the most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Event description:
It was reported that during an anterior cruciate ligament surgery the screw thread peeled off during the first few turns and it was therefore no longer possible to implant the screw. No part of the device broke off. The diameter of the bone tunnel was 8 mm and the dimensions of the device are 9 mm x 35 mm. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device (8x28 mm; ar-5028c-08). It was not necessary to switch the surgical technique or do a second surgery.